Event description:
Private duty nurse reported the enteral feeding pump is over-feeding. Assessment reveals distended abdomen, explosive diarrhea and 6 pound weight gain. Patient evaluated several times in emergency dept and was referred to cardiologist and pulmonologist. Pump being used according to manufacturers guidelines.